Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. On the same day as the onset, the patient was treated with vancomycin and fortaz (dosages, routes, duration and frequencies not reported) for peritonitis. On an unreported date, after the results of the peritoneal culture came back, the treatment with vancomycin and fortaz was discontinued. On an unreported date, the patient began treatment with ancef (intraperitoneally, daily, dose and duration not reported) for peritonitis. At the time of this report, the treatment with antibiotic was ongoing and the patient was recovering from the peritonitis event. The pd therapy was ongoing. No additional information was available at this time. This is report 2 of 4 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).